Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on 31jan25 and the ¿patient decompensated and coded at the end of a robotic sacrolcolpopexy with dr. ¿ . Patient was recovered and transferred to ICU. No error messages on airseal machine. Staff and per duke administration, the the airseal unit will need to be serviced and checked. Staff is unsure of why the patient decompensated and coded. Airseal showed no errors throughout the case.¿. Per further assessment it was found that there was a delay to the procedure as "the patient coded and the robot had to be undocked but they 'got the patient back quickly'. I am unsure of how long the delay was. Patient had to receive CPR/ basic life saving support. Patient is back home and doing well per the surgeon. She recently saw the patient at the clinic and patient is doing well." There was an extended stay at the hospital as the "patient had to be transferred to ICU. I am unsure for how long. But patient is home safely now.". This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient decompensated and coded.

Manufacturer narrative:
An annual inspection was performed. The evaluation was completed and final tested. The unit met all specifications. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: functional test must be performed prior to each surgery. Because the functional test is performed during initial start-up, the unit must be power cycled (off/on) prior to each surgery. The device now initializes and then runs the initial self-test. The start screen and a progress bar are depicted on the display during the initial self-test. If the initial self-test was unsuccessful, an error message and information about how to possibly remedy the problem are displayed. An acoustic warning signal is emitted. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 and the ¿patient decompensated and coded at the end of a robotic "sacrocolpopexy" with dr. ¿ . Patient was recovered and transferred to ICU. No error messages on airseal machine. Staff and per duke administration, the airseal unit will need to be serviced and checked. Staff is unsure of why the patient decompensated and coded. Airseal showed no errors throughout the case.¿. Per further assessment it was found that there was a delay to the procedure as "the patient coded and the robot had to be undocked but they 'got the patient back quickly'. I am unsure of how long the delay was. Patient had to receive CPR/ basic life saving support. Patient is back home and doing well per the surgeon. She recently saw the patient at the clinic and patient is doing well." There was an extended stay at the hospital as the "patient had to be transferred to ICU. I am unsure for how long. But patient is home safely now.". This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient decompensated and coded.